Event description:
A user facility report was received reporting an overinfusion. The event was described as "rn set pump incorrectly. Pt was supposed to get nitroglycerin 50mg/250cc d5w IV at 3 cc/hr. Instead, pt got 100 cc/hr. Total of 183cc over 1 & 1/2 hours". The hospital rep stated that the nurse misprogrammed the pump to deliver 100 ml/hr instead of the prescribed rate of 3 cc/hr. The pt was a nurse themself and noticed the incorrect dose on the pump and notified the nurse caring for them of the error. There was no pt injury and no need for medical intervention. Although attempts were made by baxter quality mgmt to obtain add'l info from the reporting facility, details were not available regarding the set up of the device or other medications being administered.